Event description:
The customer used the device to check their blood glucose and obtained a result of 410mg/dl. Pt dosed 10 units of insulin. About 2 1/2 hours later they felt low and drank a coke and retest at 425mg/dl. They felt like passing out and emt's were called. The emt's tested pt glucose on their meter and the level was 40mg/dl. They was treated with an IV and taken to the hosp where they were fed and released. Controls were not used on the system. The device was replaced and requested to be returned for eval.